Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (charger not charging batteries) was confirmed. Upon evaluation the battery charger connector was corroded. The root cause for the corrosion could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the corroded battery connector. The pt received a replacement battery charger.

Event description:
A (B)(6) female pt called zoll customer support to report that her battery charger was not charging her batteries. The pt was issued a replacement battery charger.